Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tissue pad came off the device and it fall into the patient. It was retrieved by forceps. Another device was used to complete the procedure. There were no adverse consequences for the patient.